Event description:
The sales rep reported during an acl procedure his omnispan gun locked up after firing the first anchor. It was noticed that the spring was under the needle. When the surgeon tried to remove the gun, the second anchor fell into the joint. The surgeon cut the suture, and removed the first anchor, and also found the second anchor. They opened another like device to complete the procedure. This failure extended the procedure time over 30 minutes. Both devices were discarded by the facility. See associated med watch 1221934-2014-00529.

Manufacturer narrative:
The complaint device is not being returned and therefore an evaluation cannot be performed. Based on the event description provided, an exact root cause for the reported problem cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. Based on the complaint history, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.